Event description:
Caller states patient tested >8.0 inr and 5.0 inr on the coaguchek xs system. Patient reportedly had a nosebleed; her coumadin dose was held based on the device results. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.